Event description:
Clinical information: crd_1003 - vantage ide study, au1478 - 418 (r749400201, r749399101). It was reported that on (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patient after several recaptures. The valve was implanted at 3mm non coronary cusp. Within a few hours post procedure, on (B)(6) 2023, the patient was tachypneic, hypertensive, suffering from tachycardia, and feeling sweaty and generally unwell. It was also noted that the patient had atrial fibrillation. The decision was made to administered the the patient frusemide and intravenous therapy. No patient consequences were reported. The patient is reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrial fibrillation, hypertensive, tachycardia, and patient feeling sweaty was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.